Event description:
A nurse reported, a pt with residual astigmatism following bilateral intraocular lens (iol) implant surgery. Additional info was received from the nurse, who stated, she reported the event prematurely. There will be no intervention and both the surgeon and pt are very happy with the outcome. Additional info has been requested. There are two medical device reports associated with this event; this report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/05/2010, 10/07/2010 and 10/18/2010 by phone, mail and fax. Additional info was received on 10/18/2010 by phone. A completed questionnaire has not been received. (B)(4).